Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device expulsion/ malposition of essure (unknown where the one is)") and pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, stress incontinence, stress, flash hot and hyperlipidemia. Concomitant products included fexofenadine (allegra), glucosamine, ibuprofen (motrin) and multivitamin. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced hypothyroidism ("autoimmune disorder (hypothyroidism)"), dysmenorrhoea ("dysmenorrhea / pain to the point of passing out during some the period. Sometimes side pains during middle cycle/ right side pain during period"), dyspareunia ("dyspareunia"), mood swings ("mood swings"), night sweats ("night sweats"), premenstrual syndrome ("horrible pms") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting in between period"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem or changes"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with levothyroxine, colecalciferol (vitamin d), citalopram, normensal (ortho-novum 7/7/7), arobon and surgery (left tubal fulguration). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, hypothyroidism, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, night sweats, premenstrual syndrome, nausea, depression and weight increased outcome was unknown. The reporter considered bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, menorrhagia, mood swings, nausea, night sweats, pelvic pain, premenstrual syndrome, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: coils: right 3; left 6; on (B)(6) 2007: unilateral occlusion (right tube occluded) on (B)(6) 2007 patient underwent hysterosalpingogram resulted in dislodgement of the left fallopian tube coil with subsequent patents of the left fallopian tube. The right fallopian tube does not demonstrate patency. Current weight: (B)(6). Approximate weight at time of essure placement: (B)(6). Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: night sweats, vaginal haemorrhage, dysmenorrhoea, hypothyroidism, menorrhagia, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics updated,concomitant condition and concomitant drug added. Essure indication updated and lot number added. New event abnormal bleeding (vaginal), autoimmune disorder (hypothyroidism), bladder or urinary problems or changes, dysmenorrhea, dyspareunia, fatigue, hormonal changes (mood swings, night sweats, horrible pms), nausea, depression, weight gain and pain to the point of passing out were added. Lab data and treatment added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device expulsion/ malposition of essure (unknown where the one is)/ during hsg test an essure coil was found around the catheter") and pelvic pain ("pelvic pain constant") in a 35-year-old female patient who had essure (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal ligation on left due to essure device not functioning" in (B)(6) 2007. The patient's past medical history included miscarriage in (B)(6) 2015 and d & c in (B)(6) 2015. Previously administered products included for an unreported indication: allegra d from (B)(6) to (B)(6) and ortho novum from (B)(6) to (B)(6). Concurrent conditions included overweight, stress incontinence, stress, flash hot and hyperlipidemia. Concomitant products included fexofenadine (allegra), glucosamine, ibuprofen (motrin) and multivitamin. On (B)(6)2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced autoimmune hypothyroidism ("autoimmune disorder (hypothyroidism)"), dysmenorrhoea ("dysmenorrhea / pain to the point of passing out during some the period. Sometimes side pains during middle cycle/ right side pain during period"), dyspareunia ("dyspareunia"), mood swings ("mood swings"), night sweats ("night sweats"), premenstrual syndrome ("horrible pms") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting in between period"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem or changes"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdominal pain constant") and metrorrhagia ("spotting in between periods"). The patient was treated with levothyroxine, colecalciferol (vitamin d), citalopram, normensal (ortho-novum 7/7/7), arobon and surgery. Essure treatment was not changed. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, night sweats, premenstrual syndrome, nausea, depression, weight increased, abdominal pain and metrorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, autoimmune hypothyroidism, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, mood swings, nausea, night sweats, pelvic pain, premenstrual syndrome, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in (B)(6)2007 tubal ligation on left due to essure device not functioning (alternative contraception). On (B)(6)2007, during hsg test an essure coil was found around the catheter. The plaintiff states that pelvic pain improved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6)2007: coils: right 3; left 6; on (B)(6)2007: unilateral occlusion (right tube occluded) on (B)(6)2007patient underwent hysterosalpingogram resulted in dislodgement of the left fallopian tube coil with subsequent patents of the left fallopian tube. The right fallopian tube does not demonstrate patency. Current weight: 222 lbs approximate weight at time of essure placement: 178 lbs concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: night sweats, vaginal haemorrhage, dysmenorrhoea, hypothyroidism, menorrhagia, fatigue and device ineffective. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received, event: abdominal pain, spotting in between periods added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device expulsion/ malposition of essure (unknown where the one is)/ during hsg test an essure coil was found around the catheter/left micro insert was expelled"), pelvic pain ("pelvic pain constant") and autoimmune hypothyroidism ("autoimmune disorder (hypothyroidism)") in a 35-year-old female patient who had essure (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal ligation on left due to essure device not functioning" in (B)(6) 2007. The patient's medical history included miscarriage in (B)(6) 2015 and d & c in (B)(6) 2015. Previously administered products included for an unreported indication: allegra d from 2002 to 2006 and ortho novum from 1990 to 1996. Concurrent conditions included overweight, stress incontinence, stress, flash hot and hyperlipidemia. Concomitant products included fexofenadine hydrochloride (allegra), glucosamine, ibuprofen (motrin) and multivitamin. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea / pain to the point of passing out during some the period. Sometimes side pains during middle cycle/ right side pain during period"), dyspareunia ("dyspareunia"), mood swings ("mood swings"), night sweats ("night sweats") and premenstrual syndrome ("horrible pms") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting in between period"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem or changes"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdominal pain constant"), metrorrhagia ("spotting in between periods") and anxiety ("mental anguish"). The patient was treated with ceratonia siliqua;starch (arobon), citalopram, ethinylestradiol;norethisterone (ortho-novum 7/7/7), levothyroxine, vitamin d nos (vitamin d) and surgery. Essure treatment was not changed. At the time of the report, the device expulsion outcome was unknown, the pelvic pain was resolving and the autoimmune hypothyroidism, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, night sweats, premenstrual syndrome, nausea, depression, weight increased, abdominal pain, metrorrhagia and anxiety had not resolved. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, mood swings, nausea, night sweats, pelvic pain, premenstrual syndrome, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in (B)(6) 2007 tubal ligation on left due to essure device not functioning (alternative contraception). On (B)(6) 2007, during hsg test an essure coil was found around the catheter. The plaintiff states that pelvic pain improved after essure removal. Current weight: 222 lbs approximate weight at time of essure placement: 178 lbs on (B)(6) 2018: as per pfs tubal ligation was done on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: coils: right 3; left 6; on (B)(6) 2007: results: unilateral occlusion (right tube occluded); on (B)(6) 2007: dislodgement of the left fallopian tube coil with subsequent patents of the left fallopian tube. The right fallopian tube does not demonstrate patency.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: night sweats, vaginal haemorrhage, dysmenorrhoea, hypothyroidism, menorrhagia, fatigue and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received: new event mental anguish was added and event outcome added for all events. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device expulsion/ malposition of essure (unknown where the one is)/ during hsg test an essure coil was found around the catheter") and pelvic pain ("pelvic pain constant") in a 35-year-old female patient who had essure (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal ligation on left due to essure device not functioning" in (B)(6) 2007. The patient's past medical history included miscarriage in (B)(6) 2015 and d & c in (B)(6) 2015. Previously administered products included for an unreported indication: allegra d from 2002 to 2006 and ortho novum from 1990 to 1996. Concurrent conditions included overweight, stress incontinence, stress, flash hot and hyperlipidemia. Concomitant products included fexofenadine (allegra), glucosamine, ibuprofen (motrin) and multivitamin. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced autoimmune hypothyroidism ("autoimmune disorder (hypothyroidism)"), dysmenorrhoea ("dysmenorrhea / pain to the point of passing out during some the period. Sometimes side pains during middle cycle/ right side pain during period"), dyspareunia ("dyspareunia"), mood swings ("mood swings"), night sweats ("night sweats"), premenstrual syndrome ("horrible pms") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting in between period"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem or changes"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdominal pain constant") and metrorrhagia ("spotting in between periods"). The patient was treated with levothyroxine, colecalciferol (vitamin d), citalopram, normensal (ortho-novum 7/7/7), arobon and surgery. Essure treatment was not changed. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, night sweats, premenstrual syndrome, nausea, depression, weight increased, abdominal pain and metrorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, autoimmune hypothyroidism, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, mood swings, nausea, night sweats, pelvic pain, premenstrual syndrome, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in (B)(6) 2007 tubal ligation on left due to essure device not functioning (alternative contraception). On (B)(6) 2007, during hsg test an essure coil was found around the catheter. The plaintiff states that pelvic pain improved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: coils: right 3; left 6; on (B)(6) 2007: unilateral occlusion (right tube occluded) on (B)(6) 2007 patient underwent hysterosalpingogram resulted in dislodgement of the left fallopian tube coil with subsequent patents of the left fallopian tube. The right fallopian tube does not demonstrate patency. Current weight: 222 lbs. Approximate weight at time of essure placement: 178 lbs . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: night sweats, vaginal haemorrhage, dysmenorrhoea, hypothyroidism, menorrhagia, fatigue and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device expulsion/ malposition of essure (unknown where the one is)/ during hsg test an essure coil was found around the catheter") and pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal ligation on left due to essure device not functioning" in december 2007. The patient's past medical history included miscarriage in august 2015 and d & c in august 2015. Previously administered products included for an unreported indication: allegra d from 2002 to 2006 and ortho novum from 1990 to 1996. Concurrent conditions included overweight, stress incontinence, stress, flash hot and hyperlipidemia. Concomitant products included fexofenadine (allegra), glucosamine, ibuprofen (motrin) and multivitamin. On 6-sep-2007, the patient had essure inserted. In november 2007, the patient experienced autoimmune hypothyroidism ("autoimmune disorder (hypothyroidism)"), dysmenorrhoea ("dysmenorrhea / pain to the point of passing out during some the period. Sometimes side pains during middle cycle/ right side pain during period"), dyspareunia ("dyspareunia"), mood swings ("mood swings"), night sweats ("night sweats"), premenstrual syndrome ("horrible pms") and weight increased ("weight gain"). In december 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In january 2008, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting in between period"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem or changes"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with levothyroxine, colecalciferol (vitamin d), citalopram, normensal (ortho-novum 7/7/7), arobon. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, night sweats, premenstrual syndrome, nausea, depression and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered autoimmune hypothyroidism, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, nausea, night sweats, pelvic pain, premenstrual syndrome, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in dec-2007 tubal ligation on left due to essure device not functioning (alternative contraception). On 26dec2007, during hsg test an essure coil was found around the catheter. The plaintiff states that pelvic pain improved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on 6-sep-2007: coils: right 3; left 6; on 26-dec-2007: unilateral occlusion (right tube occluded) on 27-dec-2007patient underwent hysterosalpingogram resulted in dislodgement of the left fallopian tube coil with subsequent patents of the left fallopian tube. The right fallopian tube does not demonstrate patency. Current weight: 222 lbs approximate weight at time of essure placement: 178 lbs concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: night sweats, vaginal haemorrhage, dysmenorrhoea, hypothyroidism, menorrhagia, fatigue and device ineffective. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet received: plaintiff stated that pelvic pain improved. Medical history (miscarriage and d&c were added) and historical drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device expulsion/ malposition of essure (unknown where the one is)/ during hsg test an essure coil was found around the catheter/left micro insert was expelled') in a 35-year-old female patient who had essure (batch no: 624477,bc676758-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal ligation on left due to essure device not functioning" on (B)(6) 2007. The patient's medical history included miscarriage on (B)(6) 2015 and d & c on (B)(6) 2015. Previously administered products included for an unreported indication: allegra d from 2002 to 2006 and ortho novum from 1990 to 1996. Concurrent conditions included overweight, stress incontinence, stress, flash hot and hyperlipidemia. Concomitant products included fexofenadine hydrochloride (allegra), glucosamine and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced autoimmune hypothyroidism ("autoimmune disorder (hypothyroidism)"), dysmenorrhoea ("dysmenorrhea / pain to the point of passing out during some the period. Sometimes side pains during middle cycle/ right side pain during period"), dyspareunia ("dyspareunia"), mood swings ("mood swings"), night sweats ("night sweats") and premenstrual syndrome ("horrible pms") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain ("pelvic pain constant"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting in between period"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem or changes"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdominal pain constant"), metrorrhagia ("spotting in between periods") and anxiety ("mental anguish"). The patient was treated with ceratonia siliqua;starch (arobon), citalopram, ethinylestradiol;norethisterone (ortho-novum 7/7/7), levothyroxine, vitamin d nos (vitamin d) and surgery (surgical removal of coils). Essure was removed on (B)(6) 2007. At the time of the report, the device expulsion outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the autoimmune hypothyroidism, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, night sweats, premenstrual syndrome, nausea, depression, weight increased, metrorrhagia and anxiety had not resolved. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, mood swings, nausea, night sweats, pelvic pain, premenstrual syndrome, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2007 tubal ligation on left due to essure device not functioning (alternative contraception). On (B)(6) 2007, during hsg test an essure coil was found around the catheter. The plaintiff states that pelvic pain improved after essure removal. Current weight: 222 lbs. Approximate weight at time of essure placement: 178 lbs. On (B)(6) 2018: as per pfs tubal ligation was done on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: results: coils: right 3; left 6; on (B)(6) 2007: results: unilateral occlusion (right tube occluded); on (B)(6) 2007: dislodgement of the left fallopian tube coil with subsequent patents of the left fallopian tube. The right fallopian tube does not demonstrate patency. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: night sweats, vaginal haemorrhage, dysmenorrhoea, hypothyroidism, menorrhagia, fatigue and device ineffective. The lot number reported (bc676758) is not valid. Lot number: 624477, manufacturing date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device expulsion/ malposition of essure (unknown where the one is)/ during hsg test an essure coil was found around the catheter/left micro insert was expelled') in a 35-year-old female patient who had essure (batch no. 624477,bc676758-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal ligation on left due to essure device not functioning" in (B)(6) 2007. The patient's medical history included miscarriage in (B)(6) 2015 and d & c in (B)(6) 2015. Previously administered products included for an unreported indication: allegra d from 2002 to 2006 and ortho novum from 1990 to 1996. Concurrent conditions included overweight, stress incontinence, stress, flash hot and hyperlipidemia. Concomitant products included fexofenadine hydrochloride (allegra), glucosamine and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced autoimmune hypothyroidism ("autoimmune disorder (hypothyroidism)"), dysmenorrhoea ("dysmenorrhea / pain to the point of passing out during some the period. Sometimes side pains during middle cycle/ right side pain during period"), dyspareunia ("dyspareunia"), mood swings ("mood swings"), night sweats ("night sweats") and premenstrual syndrome ("horrible pms") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain ("pelvic pain constant"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting in between period"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem or changes"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdominal pain constant"), metrorrhagia ("spotting in between periods") and anxiety ("mental anguish"). The patient was treated with ceratonia siliqua;starch (arobon), citalopram, ethinylestradiol;norethisterone (ortho-novum 7/7/7), levothyroxine, vitamin d nos (vitamin d) and surgery (surgical removal of coils). Essure treatment was not changed. At the time of the report, the device expulsion outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the autoimmune hypothyroidism, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, night sweats, premenstrual syndrome, nausea, depression, weight increased, metrorrhagia and anxiety had not resolved. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, mood swings, nausea, night sweats, pelvic pain, premenstrual syndrome, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in (B)(6) 2007 tubal ligation on left due to essure device not functioning (alternative contraception). On (B)(6) 2007, during hsg test an essure coil was found around the catheter. The plaintiff states that pelvic pain improved after essure removal. Current weight: 222 lbs approximate weight at time of essure placement: 178 lbs on (B)(6) 2018: as per pfs tubal ligation was done on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: coils: right 3; left 6; on (B)(6) 2007: results: unilateral occlusion (right tube occluded); on (B)(6) 2007: dislodgement of the left fallopian tube coil with subsequent patents of the left fallopian tube. The right fallopian tube does not demonstrate patency. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: night sweats, vaginal haemorrhage, dysmenorrhoea, hypothyroidism, menorrhagia, fatigue and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: update of information (batch is not valid). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device expulsion/ malposition of essure (unknown where the one is)/ during hsg test an essure coil was found around the catheter/left micro insert was expelled') in a 35-year-old female patient who had essure (batch no. 624477, bc676758) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal ligation on left due to essure device not functioning" in (B)(6) 2007. The patient's medical history included miscarriage in (B)(6) 2015 and d & c in (B)(6) 2015. Previously administered products included for an unreported indication: allegra d from 2002 to 2006 and ortho novum from 1990 to 1996. Concurrent conditions included overweight, stress incontinence, stress, flash hot and hyperlipidemia. Concomitant products included fexofenadine hydrochloride (allegra), glucosamine and vitamins nos (multivitamin). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced autoimmune hypothyroidism ("autoimmune disorder (hypothyroidism)"), dysmenorrhoea ("dysmenorrhea / pain to the point of passing out during some the period. Sometimes side pains during middle cycle/ right side pain during period"), dyspareunia ("dyspareunia"), mood swings ("mood swings"), night sweats ("night sweats") and premenstrual syndrome ("horrible pms") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain ("pelvic pain constant"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting in between period"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problem or changes"), fatigue ("fatigue"), nausea ("nausea"), abdominal pain ("abdominal pain constant"), metrorrhagia ("spotting in between periods") and anxiety ("mental anguish"). The patient was treated with ceratonia siliqua;starch (arobon), citalopram, ethinylestradiol;norethisterone (ortho-novum 7/7/7), levothyroxine, vitamin d nos (vitamin d) and surgery (surgical removal of coils). Essure treatment was not changed. At the time of the report, the device expulsion outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the autoimmune hypothyroidism, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, mood swings, night sweats, premenstrual syndrome, nausea, depression, weight increased, metrorrhagia and anxiety had not resolved. The reporter considered abdominal pain, anxiety, autoimmune hypothyroidism, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, mood swings, nausea, night sweats, pelvic pain, premenstrual syndrome, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in (B)(6) 2007 tubal ligation on left due to essure device not functioning (alternative contraception). On (B)(6) 2007, during hsg test an essure coil was found around the catheter. The plaintiff states that pelvic pain improved after essure removal. Current weight: 222 lbs approximate weight at time of essure placement: 178 lbs on (B)(6) 2018: as per pfs tubal ligation was done on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: coils: right 3; left 6; on (B)(6) 2007: results: unilateral occlusion (right tube occluded); on (B)(6) 2007: dislodgement of the left fallopian tube coil with subsequent patents of the left fallopian tube. The right fallopian tube does not demonstrate patency. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: night sweats, vaginal haemorrhage, dysmenorrhoea, hypothyroidism, menorrhagia, fatigue and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number added. Outcome for bleeding and pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.